Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, tobacco user (½ pack per day) and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), swelling ("swelling"), allergy to metals ("allergic reaction: metal allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menstrual disorder, migraine, swelling, allergy to metals, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered allergy to metals, menorrhagia, menstrual disorder, migraine, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, allergy to metals were added and previously reported event pelvic pain outcome and product start date updated. Reporter, concomitant disease, product stop date, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, tobacco user (½ pack per day) and uterine bleeding. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("allergic reaction: metal allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), swelling ("swelling"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the menstrual disorder, migraine, swelling, allergy to metals, headache, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of menorrhagia updated to recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines") and swelling ("swelling"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, menstrual disorder, migraine and swelling outcome was unknown. The reporter considered menstrual disorder, migraine, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, tobacco user (½ pack per day) and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), swelling ("swelling"), allergy to metals ("allergic reaction: metal allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menstrual disorder, migraine, swelling, allergy to metals, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered allergy to metals, menorrhagia, menstrual disorder, migraine, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update (product technical problem) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, tobacco user (½ pack per day) and uterine bleeding. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("allergic reaction: metal allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), swelling ("swelling"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia was resolving and the menstrual disorder, migraine, swelling, allergy to metals, menorrhagia, headache, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received event " headaches,depression and mental anguish ,dysmenorrhea cramping), dyspareunia (painful sexual intercourse)" were added. Outcome of event " pain, dyspareunia, cramping, abnormal bleeding" updated as recovering. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, nabothian cyst, parakeratosis, paratubal cyst, pelvic pain female, allergy to metals, dermatitis, anxiety, abdominal pain, bipolar disorder, colonoscopy, tympanostomy tube insertion, endoscopy, pap smear abnormal, insomnia, postpartum depression, multigravida, drug allergy and grand multiparity. Concurrent conditions included diarrhea, tobacco user (½ pack per day) and uterine bleeding. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("allergic reaction: metal allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and swelling ("swelling"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and dyspareunia was resolving and the menstrual disorder, migraine, swelling, allergy to metals, headache, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: medical history, reporter information were added. Patient demographic was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (batch no. A06687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, nabothian cyst, parakeratosis, paratubal cyst, pelvic pain female, allergy to metals, dermatitis, anxiety, abdominal pain, bipolar disorder, colonoscopy, tympanostomy tube insertion, endoscopy, pap smear abnormal, insomnia, postpartum depression, multigravida, drug allergy and grand multiparity. Concurrent conditions included diarrhea, tobacco user (½ pack per day) and uterine bleeding. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("allergic reaction: metal allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and swelling ("swelling"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and dyspareunia was resolving and the menstrual disorder, migraine, swelling, allergy to metals, headache, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, swelling and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: essure device was successfully occluded. Lot number: a06687 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.